Event description:
The customer reported to olympus, a temporary b30(scope communication error), e102 (lamp went out error), e103(lamp error), e104(lamp error) and e105(lamp error) displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. However, the technician was on site and checked the device. The technician could not detect any errors during the check on site. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of errors b30, e102, e104, and e105 could not be determined. Error b30 indicates scope communication error and occurs when the scope identification data fails to expands, which is a registry error. Error b30 often occurs when foreign objects or liquids attach to the contacts and disturb the communication. Error e102 indicates lamp failure and may occur due to abnormal temperature inside the device. Error e103 indicates lamp failure and may have occurred due to ignition error. Error e104 may have been caused by a defective fog prevention control circuit. Error e105 is not described in the instruction manual. The errors may have also occurred due to wear and tear damage caused with increasing use and time. Olympus will continue to monitor field performance for this device.